Event description:
Pt complains of longstanding progressive firmness in the capsules several years with increased pain in right breast. Left breast recently started hurting and believes it has been decreasing in size several years. Pt alleges no history of trauma/closed capsulotomies, complains of many years of progressive systemic problems, including arthralgias (left shoulder especially), myalgias, chronic fatigues, headaches (left side), dizzy spell, anxiety, dry mucus membranes, episodic lichen planus, sensitive to chemicals, chest pain, shortness of breath, costochondritis, choking sensation, bloating, constipation and genitourinary problems.